Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure on (B)(6), 2010. (Patient ID is unknown). According to the complainant, it was reported that a malfunction occurred. Additional follow up with the clinician reported at the beginning of the ablation phase, a uterine perforation occurred which was confirmed to be caused by the hta sheath. The size of the uterine perforation was approximately 14 cm and the physician did not administer any treatment to the perforation. It is unknown whether a fluid loss alarm error message was generated on the console unit. However, the clinician claims that a 10 ml fluid loss did occur. In addition, it was reported that an excess piece of plastic along the fins protruded from the sheath. The procedure was aborted due to the uterine perforation. There were no further complications reported with this event. The condition of the patient is reported to be unknown.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure on (B)(6) 2010. (Patient ID is unknown) according to the complainant, it was reported that a malfunction occurred. Additional follow up with the clinician reported at the beginning of the ablation phase, a uterine perforation occurred which was confirmed to be caused by the hta sheath. The size of the uterine perforation was approximately 14 cm and the physician did not administer any treatment to the perforation. It is unknown whether a fluid loss alarm error message was generated on the console unit. However, the clinician claims that a 10 ml fluid loss did occur. In addition, it was reported that an excess piece of plastic along the fins protruded from the sheath. The procedure was aborted due to the uterine perforation. There were no further complications reported with this event. The condition of the patient is reported to be unknown.

Manufacturer narrative:
Additional follow up information received (B)(4), 2010 from the clinician reported that the physician dilated the patient's cervix from 0 to 12 (mm not provided). In addition, it was reported that there was nothing unusual about the patient's anatomy during the hta procedure.

Manufacturer narrative:
The hta procedure set was returned and evaluated. The damage to the sheath was confirmed during visual inspection. A portion of plastic was found missing from the outside diameter of the sheath. The reservoir cylinder was collapsed at the 80 ml mark. There were no additional physical damage or imperfections noted on the procedure sheath, tubing harness and connectors, cassette, reservoir, and disposable heater canister. Further review of the damaged sheath revealed that the distal end of the damage was jagged in nature and the proximal end of the damage was symmetrical in nature. The damage to the procedure sheath was most likely caused by a tenaculum piercing the sheath at the proximal end of the csa component on the procedure sheath.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, expiration and manufacturing dates cannot be determined. Although, the product has been returned, the device has not yet been evaluated. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional information is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure on (B)(6), 2010. (Patient ID is unknown). According to the complainant, it was reported that a malfunction occurred. Additional follow up with the clinician reported at the beginning of the ablation phase, a uterine perforation occurred which was confirmed to be caused by the hta sheath. The size of the uterine perforation was approximately 14 cm and the physician did not administer any treatment to the perforation. It is unknown whether a fluid loss alarm error message was generated on the console unit. However, the clinician claims that a 10 ml fluid loss did occur. In addition, it was reported that an excess piece of plastic along the fins protruded from the sheath. The procedure was aborted due to the uterine perforation. There were no further complications reported with this event. The condition of the patient is reported to be unknown.